Event description:
Reportedly, the patient was admitted for acute heart failure. Upon interrogation, a message was displayed, stating that the subject ICD had been reset four times. The date of the last reset was coincident with the last known follow-up. The ICD was operating in vvi mode, and was successfully reprogrammed back to safer mode. The patient was kept in hospital due to his heart failure. Reportedly, episodes of acute heart failure and programmer data are not necessarily causal. Preliminary analysis revealed that the four resets resulted from an incorrect writing by the programmer during the follow-up performed on 28 june 2017.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted for acute heart failure. Upon interrogation, a message was displayed, stating that the subject ICD had been reset four times. The date of the last reset was coincident with the last known follow-up. The ICD was operating in vvi mode, and was successfully reprogrammed back to safer mode. The patient was kept in hospital due to his heart failure. Reportedly, episodes of acute heart failure and programmer data are not necessarily causal. Preliminary analysis revealed that the four resets resulted from an incorrect writing by the programmer during the follow-up performed on (B)(6) 2017.